Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, it was unable to be tested due to a possible biohazard (bed bugs), so the complaint could not be verified.

Event description:
Seat post has broke at the weld where the bolt attaches through the base.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Seat post has broke at the weld where the bolt attaches through the base.